Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."

Event description:
Dealer in (B)(6) emailed that a client returned to them a clamp that was alleged to have broken on the second use. No other incident details were given by the client or dealer.